Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on june 18, 2018 with blood glucose of 600 mg/dl. Customer was lying in bed. The customer was in emergency room. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer had symptoms such as nausea and vomiting. The insulin pump will not be returned for analysis.